Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that one hl20 pump displayed the error message ¿runaway¿. The event occurred during a routine check. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on 2025-11-01. The failure could be reproduced and the tacho strobe was cleaned. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. During the repair the getinge field service technician identified that there were carbon depositions on the tacho strobe foil and removing them did solve the failure. A similar failure was already assessed by the getinge life cycle engineering on 2024-04-15. The most probable root cause was determined as use related contaminated of the tacho by carbon abrasion. Due to the age of the device and its components (over 19 years old), age related aspects can be considered as well. The review of the non-conformities has been performed on 2025-10-30 for the period of 2006-10-03 to 2025-10-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2006-10-03. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section. D4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2006. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that one hl20 pump displayed the error message ¿runaway¿. The instance of time was not provided. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).